Event description:
Device issue: misplaced. Time of device issue: during the procedure. Adverse event: required placement an additional unplanned stent. It was reported, via trial, that during a left common carotid artery stenting procedure, the rx acculink stent jumped during deployment and landed distal to the lesion. A second rx acculink stent was placed, but was deployed proximal to the lesion. A third non-abbott stent was placed, successfully, within the lesion, and overlapping the two previously placed stents; however, placement of the stent resulted in a slight tilting of the distal rx acculink stent. It was felt that the tilt of the stent had the potential to compromise flow in the left internal carotid artery (lica), so a 4th rx acculink stent was placed in the lica overlapping the stent and correcting the angle of the stent. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). It is possible that the stent jumped or inaccurate placement may be a result of, but not limited to, pt's vessel geometry or the vessel diameter which could have been larger than the stent or when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handling during deployment or the positioning of the stent prior to deployment was not optimal. Furthermore, the acculink instruction for use notes, in the stent deployment caution, that prior to stent deployment, remove all slack from the delivery system. Based on available info and without the product being returned for analysis, a definitive cause could not be determined. The rx acculink (part 10113242-30, lot 9082651), is being filed under a separate MFR number.